Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced ineffective therapy. Diagnostics indicated that the lead had high impedances on contacts 7-15. Diagnostic x-rays were obtained and indicated no abnormalities. Surgical intervention may be pending to address the issue.

Event description:
Additional information received indicated the patient underwent surgical intervention wherein the existing lead was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.